Event description:
It was reported by service report that the release handles are broken and sharp edges were found. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - release handle.